Event description:
Healthcare professional reported, right side rupture. Cyst and "fluid collection". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, a broken shell. The device was underweight. A visual and microscopic analysis was performed which identified, a sharp break on the radius, missing shell (0-25%), crease fold, and wear abrasion. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: missing shell assessed, as inconclusive. And a sharp break on the radius assessed, as an unidentified (tear) opening.

Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture and "fluid collection".

Event description:
Healthcare professional reported right side rupture, cyst, and "fluid collection". The device has been explanted and replaced.